Event description:
The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). A proximal segment of the lead was returned and analysis found that the outer insulation was breached with environmental stress cracking. The outer insulation also had cosmetic environmental stress cracking. It was noted that only visual analysis was performed on the lead.